Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical record review, about 2 years 3 months post implant of composix kugel mesh, patient was diagnosed with infections, fistulae, adhesions and pain thereby underwent removal of mesh. The instructions-for-use supplied with the device lists fistula. Infection and adhesions as possible complications. The warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Addendum: this supplemental emdr is submitted to document DHR results. Review of manufacturing records confirms product was manufactured to specification. This supplemental emdr represents the mesh ¿ composix kugel (device #1). An additional supplemental emdr was submitted to represent the mesh ¿ ventralex (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per information provided by patient's attorney: (B)(6) 2008 - patient was diagnosed with incisional hernias thereby underwent open repair with the implant of composix kugel mesh (device #1) and ventralex mesh (device #2). Per operative notes, ¿the hernia sac was identified in the midline. A composix kugel mesh was then placed into the peritoneal cavity and sutured. The remnant of the hernia sac was closed with sutures. In colostomy site, all fatty contents were reduced. A ventralex mesh was placed and sutured.¿ (B)(6) 2010 - patient underwent resection of colorectal anastomosis with neo-colorectal anastomosis, mobilizing splenic flexure and lysis of adhesions. (B)(6) 2010 - patient was diagnosed with enterocutaneous fistula, infected mesh thereby underwent excision of infected mesh (device #1). Per operative notes, ¿incision was made into the old midline incision and the mesh had been split in its midline at the prior laparotomy two months ago ((B)(6) 2010). All the small bowel was separated from the undersurface of the mesh with tedious dissection, as well as all the adhesions lateral to the mesh placement were taken down. There was one apparent enterotomy made at the distal portion of the mesh near the suprapubic region and this may have been the inciting fistulae site to infect the mesh, and this closed with sutures. There was a piece of prosthetic mesh (device #2) on the left groin, but this was left undisturbed.¿ (B)(6) 2010 - patient underwent drainage of left lower quadrant abdominal wall abscess. Attorney alleges that the patient had infections, adhesions, bowel removal, fistulae and pain.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical record review, about 2 years 3 months post implant of composix kugel mesh, patient was diagnosed with infections, fistulae, adhesions and pain thereby underwent removal of mesh. The instructions-for-use supplied with the device lists fistula. Infection and adhesions as possible complications. The warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." This emdr represents the mesh ¿ composix kugel (device #1). An additional supplemental emdr was submitted to represent the mesh ¿ ventralex (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by patient's attorney: (B)(6) 2008 - patient was diagnosed with incisional hernias thereby underwent open repair with the implant of composix kugel mesh (device #1) and ventralex mesh (device #2). Per operative notes, ¿the hernia sac was identified in the midline. A composix kugel mesh was then placed into the peritoneal cavity and sutured. The remnant of the hernia sac was closed with sutures. In colostomy site, all fatty contents were reduced. A ventralex mesh was placed and sutured.¿ (B)(6) 2010 - patient underwent resection of colorectal anastomosis with neo-colorectal anastomosis, mobilizing splenic flexure and lysis of adhesions. 26-apr-2010 - patient was diagnosed with enterocutaneous fistula, infected mesh thereby underwent excision of infected mesh (device #1). Per operative notes, ¿incision was made into the old midline incision and the mesh had been split in its midline at the prior laparotomy two months ago ((B)(6) 2010). All the small bowel was separated from the undersurface of the mesh with tedious dissection, as well as all the adhesions lateral to the mesh placement were taken down. There was one apparent enterotomy made at the distal portion of the mesh near the suprapubic region and this may have been the inciting fistulae site to infect the mesh, and this closed with sutures. There was a piece of prosthetic mesh (device #2) on the left groin, but this was left undisturbed.¿ (B)(6) 2010- patient underwent drainage of left lower quadrant abdominal wall abscess. Attorney alleges that the patient had infections, adhesions, bowel removal, fistulae and pain.